Event description:
During a procedure with the tenex system, the microtip needle separated from the rest of the hand piece inside the area of treatment (hip). A hemostat were used to remove the needle. The needle was retrieved. There were no patient complications.